Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 17sep2019. The manufacturer¿s international service technician replaced the oxygen solenoid valve to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. The returned oxygen valve solenoid was tested and no failures were identified. The root cause of the reported issue could not be determined. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
During periodic maintenance, the manufacturer¿s international service technician found that the device failed the high pressure leak test. No patient involvement was reported.